Manufacturer narrative:
Reliability analysis evaluated four open/used reservoirs and performed pre-fill reservoir testing. The reservoirs/transfer guards passed per inspection and found no occluded anomaly during filling.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked. The customer's blood glucose reading was 262 mg/dl at the time of incident. Troubleshooting was offered and the customer indicated that the reservoir would be returned for analysis. The customer was advised that the device would be replaced.